Event description:
It was reported that the physician¿s handheld device had a frozen screen. A hard reset was performed and the lock button was confirmed to be disengaged; however, the issue did not resolve. The handheld device and software flashcard were returned to the manufacturer for analysis. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.